Manufacturer narrative:
Follow-up #1: date of submission 07/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/16/2016 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump performed the ezprime steps successfully. The pump was exercised for 24 hours at 1 unit per hour and correctly reflected 24 units delivered at the end of testing. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 500 mg/dl with nausea, extreme drowsiness and polyuria associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match due to the basal edit screen being accessed and a cartridge change. The bolus totals matched the patient's programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump's history. It was reported that the patient had a staph infection and was on a strong antibiotic. Cts determined that miscounting carbohydrates and an issue with the quality of insulin contributed to the bg excursion and referred the patient to their healthcare provider for diabetes management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.